Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen would not calibrate. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen responded when pressed and was able to be calibrated; however, the key alignment was out of calibration. During a review of the device history, touchscreen button ID: invalid error codes were noted. The probable cause of the customer reported unable to calibrate was due to contamination from fluid ingress on the touchscreen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.